Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubbles. The customer did not want to troubleshoot. The air bubbles were large. Customer's blood glucose level was not reported. The device was not returned.